Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported, that the unit was delivered to the customer on december 16, 2016. The legal manufacture reported, that the root cause of the reported event can be attributed to the following: (1) it is presumed that the event occurred, due to accidental failure of parts on the patient circuit board. Since the patient circuit board performs control of the endoscope, readout of the image, and preprocessing, the image does not appear if the patient circuit board does not function. (2) there was no abnormal operation in the product even using the previous version of the software. It is presumed that the event occurred, because there was no chance to update the software. There is no failure even in using previous version.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found minor corrosion on the bottom chassis of the unit¿s housing. The unit was equipped with out dated software. The customer¿s complaint of ¿no image¿ was confirmed due to a faulty patient board set and faulty printed circuit board.

Event description:
The service center was informed that the clv-190 would not display an image when connected to a 180 series scope. There was no patient involvement reported.